Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 85 year old male was supported with an impella 5.5 device for postcardiotomy cardiogenic shock (pccs). The patient¿s pre support clinical state was consistent with scai shock stage e. The impella 5.5 was percutaneously implanted via the right axillary/subclavian arterial access on (B)(6) 2026 at 19:55 and remains on support at the time of this report. The patient was also supported with va ECMO at the time of impella implantation. During ongoing support, dark red urine was identified in the foley catheter bag. The impella device was not removed as a result of this event. The patient remains on support at the time of reporting. Conclusion: based on the information available, there is no evidence of impella device malfunction or failure. The event of dark red urine occurred in the context of complex critical illness and concomitant va ECMO support and was not attributed to the impella device. The device remains in use, and the patient outcome to date is reported as no harm. The reported hematuria appears more consistent with patient specific clinical factors rather than an impella 5.5 device malfunction. Device involvement cannot be fully assessed without product evaluation.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event. H6 codes have been updated to reflect not reportable case.